Event description:
Closure procedure kit with suture passer and two guides. Lot: 15942613. The passer closure device broke in two, essentially reducing control and making a small cut in the surface of the liver. Physician coagulated the cut with a surgical cautery unit to cause hemostasis. No other issue occurred, and patient left the suite without any other complication.